Event description:
User reported false positive result. Negative pcr test.

Manufacturer narrative:
Report required by FDA for eua.

Manufacturer narrative:
Correction: h6: clinical code corrected to 4582.

Event description:
User reported false positive result. Negative pcr test.